Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a stomach biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that the jaws would not close and remained open. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the jaws were opened more than required at 180 degrees. Functionally, handle actuation moved the jaws backwards and did not allow proper closure. The distal part of the device was disassembled and the tang-hole section of one jaw was bent. The condition of the returned incident device was consistent with the complaint; jaws will not close. The most probable root cause is handling damage due to excessive force applied to the device during preparation for the procedure. A device history rescored (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a stomach biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that the jaws would not close and remained open. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.